Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled: "successful management of a type b gutter related endoleak after chimney evar by coil assisted onyx embolisation." Ballesteros-pomar, marta et al. Ejves short reports, volume 42, 38 - 42 https://doi.org/10.1016/j.ejvssr.2018.12.002. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted for the triple chimney evar treatment of a 60mm pararenal aortic aneurysm on an unknown date. Non mdt stents were implanted in the renals. It was reported during the index procedure, completion angiogram showed a gutter related type ia endoleak. A 3 month follow up CT again demonstrated the type ia endoleak. Intervention was completed with coil assisted embolization and the event was confirmed as resolved. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.